Event description:
New information noted that no noise was seen on the sense amp channels and that the noise might have been an artifact on the live electrocardiogram due to possible poor telemetry.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited reproducible noise. No intervention was performed. There were no patient consequences and would be monitored.